Event description:
Report rec'd about flapper valve in soluset sticking open. Anesthesia used this tubing on a child for surgery. When the fluid level dropped, the flapper valve didn't shut as intended and air entered the IV line. Tubing changed, no pt harm reported.